Event description:
Boston scientific received information that during a routine in-clinic follow up, the physician observed that the patient implanted with this pacemaker and right ventricular (rv) lead had developed a hematoma at the device implant site. The pocket was drained at which time, the stitches broke open. The physician re-stitched the pocket. Subsequently, the patient developed an infection. A revision procedure was performed. The device and lead were successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.